Manufacturer narrative:
H3: evaluation of the device determined could not reproduce the reported malfunction of that extremely hot, producing smoke and wasn't cutting. It was also noted that mr8-9ba75 was returned in the used condition with the original packaging. The serial number and lot number are clearly visible. No oxide formation present and tool appears as expected. The tool was visually inspected under the microscope. A cut test was performed to compare the cutting efficiency and stability of the returned tool. The efficiency was evaluated based on the time taken for the tool to cut through the area, and the amount of heat generated, as felt by hand, by approximately the same amount of cutting. The stability was evaluated based on the presence or absence of uncontrolled vibration (chatter) during cutting. No noticeable differences in efficiency nor stability or signs of overheating were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no evaluation will be performed as the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cranial biopsy procedure the drill bit as soon as it touched the bone immediately started getting extremely hot, producing smoke and wasn't cutting. There was no impact on the patient outcome. It was also reported that the surgeon switched to a different bit and proceeded with the case.